Event description:
Initial procedure, blunt drill pushed osteotomy out of alignment/reduction. Had to remove all screws and plate to gain reduction again.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown 3.2mm drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an double osteotomy tomofix procedure on (B)(6) 2020, surgeon complained that 4.3mm and 3.2mm drill bits were blunted and were impacting procedure due to pressure applied to power tool. Per surgeon it was not hard enough bone to create issue. There was a surgical delay of ten (10) minutes. Osteotomy had lost reduction/alignment. Screw removal and 2nd reduction, place replacement required. The procedure was successfully completed. This report is for one (1) unknown drill bit. This is report 3 of 3 for complaint (B)(4).